Manufacturer narrative:
Service was dispatched to evaluate the instrument. Field service engineer (fse) reported the cause of the reagent probe b leak was the collar wash valve. Fse replaced the valve and issue was resolved. (B)(4).

Event description:
Customer reported the unicel dxc 600 pro synchron system had fluid leaked from reagent probe b and formed a puddle on top of the instrument. The leak from the reagent probe b was contained to the instrument. No exposure reported. Customer was wearing lab coat and gloves. No erroneous results generated.